Manufacturer narrative:
The user experienced a heart attack, which was the confirmed diagnosis, on (B)(6) 2025. At the time of the call, the user reported feeling better. The event was not related to diabetes or glucose measurements. Per dms, the user has not been using the system since (B)(6) 2025 because the transmitter was discarded at the hospital; a courtesy replacement transmitter has been approved by adc management.

Event description:
Senseonics was made aware of an inicent where user experienced a heart attack, which was the confirmed diagnosis, on (B)(6) 2025. At the time of the call, the user reported feeling better. The event was not related to diabetes or glucose measurements. Per dms, the user has not been using the system since (B)(6) 2025 because the transmitter was discarded at the hospital; a courtesy replacement transmitter has been approved